Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump history indicated multiple 0.1 unit fill cannula prime steps that the reporter stated that they did not program; the reporter indicated that they did not think the primes were actually given. There were no reported low blood glucose events related to the issue. This report is made based on the allegation that there were prime events recorded in the pump history that were no programmed by the user.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump histories verify cannula boluses performed that are not associated with a cartridge change. Exercised pump for 24 hours, no unprogrammed boluses occurred. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function. There was no defect found with initial complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) 2012 supplemental information: type of reportable event was omitted in error on the 3500a.